Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that during a routine follow up after implant procedure, this right atrial (ra) and right ventricular (rv) leads exhibited loss of capture (loc) and high pacing thresholds. Physician described the implant procedure as challenging as he had to repositioned both leads to get optimal measurements. As leads were previously repositioned on implant procedure, physician decided to explant and replace both leads. No additional adverse patient effects were reported.